Event description:
A report was received that the patient was having difficulty charging her ipg. Further investigation by a bsn engineer confirmed premature battery depletion. The patient underwent an ipg replacement and was reportedly doing well post-operatively.